Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient was last seen (B)(6) 2011 and reported some urgency. The patient was given medication for urgency. The patient was advised to follow up after 6 months but never did. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.